Event description:
It was reported that patients implantable pulse generator (ipg) would no longer hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. No further information has been obtained.

Event description:
It was reported that patients implantable pulse generator (ipg) would no longer hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. No further information has been obtained. Additional information stated that the explanted device was discarded by the facility.